Event description:
A peritoneal dialysis (pd) patient noticed that fluid was leaking from the cycler when he awoke. His treatment was finished and did not need manual exchange. The patient did not know where the leak was occurring from and was advised to contact his peritoneal dialysis nurse. Upon visiting the clinic, the patient was prescribed prophylactic antibiotic treatment of 1g fortaz and 1g ances and had an effluent sample collected. The sample was clear. Later testing showed no signs of infection. The nurse indicated that there has not been an adverse event associated with this incident.

Manufacturer narrative:
The disposable tubing and cassette were discarded and will not be available for investigation. A supplemental report will be submitted upon completion of the plant's investigation.